Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-jul-2025. Investigation summary : bd received approximately one shelf pack of samples for investigation. Twenty of the returned samples underwent a functional test for defective locking mechanisms and hub/collar separation, and they passed the testing with no signs of damage to the device or separation during the activation of the safety shield. Additionally, 20 retained samples were subjected to the same functional test and also passed with no signs of damage or separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separates from the unit during activation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separates from the unit during activation. No adverse impact was reported regarding the patient or user.